Manufacturer narrative:
Event date unknown. Estimated at first day of the month in which notification was made.

Event description:
It was reported that balloon rupture occured. During the first inflation of a 6.0 x 150, 75cm mustang balloon catheter, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.